Manufacturer narrative:
On december 20, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 175cc mentor smooth round moderate profile saline breast prosthesis being used in a breast surgery was unable to inflate during the operation. The surgery was prolonged for 20 minutes. No adverse event or patient consequences was experienced by the patient.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: difficulty with expansion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2025, the evaluation for the device was completed. Device evaluation summary: during visual analysis of the returned sample sal smooth rnd diap 175cc no apparent damage or visual anomalies were observed. During the valve functionality inspection was revealed that saline solution could pass through the tubing and valve, resulting being device filled and unfilled, it worked as expected, and no difficulties were identified during the inspection. Leak testing was performed, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without valve-filled malfunction and the saline implant was filled and unfilled with no problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).